Event description:
It was reported that the device showed a sudden drop in battery voltage and there may be unexpected battery longevity. It was also reported that the patient experienced one shock. Follow-up revealed that the shock was historical and was appropriate. At that time, no reprogramming was done. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. The device met 78% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).